Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 0226101 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained on a resident and a staff member. A repeat test was performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The resident was moved to the covid isolation room and the staff member was quarantined at home until pcr negative result was obtained. Eua # (B)(4).

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (select: material # 256082 ), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as the batch number was unknown or it was invalid. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained on a resident and a staff member. A repeat test was performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The resident was moved to the covid isolation room and the staff member was quarantined at home until pcr negative result was obtained. Eua # (B)(4).